Event description:
Boston scientific received information that this lead dislodged and the physician was unable to reposition the lead, so the it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Some induced damage was noted on the lead body, however the lead operation and tip remained within specification. The allegation that this left ventricular lead had dislodged inside the pocket could not be confirmed. No irregularities were noted on the tip section of the lead that could contribute to dislodgment.